Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels in range 50 mg/dl and 60 mg/dl. It was reported that it should suspended on 53 mg/dl and it didn¿t suspend. The customer declined troubleshooting for low blood glucose. The customer was advised to complete a rewind or load process after disconnect and then reconnecting because the positioning in the piston can shift. The device were not returned for analysis.